Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited intermittent output and high pacing threshold. No intervention or patient symptoms were reported. The patient would be monitored.